Manufacturer narrative:
The case notes indicated that the instrument would not be returned; however, the tip cover accessory used in conjunction with the instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation discovered a .040" hole at the silicone to sleeve interface, located between the silicon parting lines. Charring was observed on the plastic sleeve below the hole. Engineering also found three similar sized holes and a couple of tears in the silicone .25" above the interface and near one of the parting lines. All holes have material removed on the outer surface of the silicone, indicating that the damage is heat/energy related. The silicone may have had prior damage or inherent defects that allowed energy to escape at the hole sites. Additionally, the plastic sleeve is cracked along its entire length, however, it was determined that this damage most likely occurred during shipping and/or handling.

Event description:
It was reported that during the da vinci total hysterectomy procedure, it was noticed during suturing and as the monopolar curved scissors instrument was being cleaned that the monopolar curved scissors instrument tip cover accessory was charred on the gray area and had three small holes on the plastic portion. No burn or char marks on the patient were observed. No patient harm, adverse outcome or injury was reported and the planned surgical procedure was completed without significant delay. The site indicated that they would not be returning the monopolar curved scissors instrument for evaluation as the instrument was not set aside and they could not determine which instrument was used during the surgical procedure. The site also indicated and that they felt that the instrument did not contribute to the tip cover accessory damage. Medwatch MFR. Report #2955842-2007-00327, which is related to this event, was also sent to the FDA.